Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was observed due to high out of range pacing impedance measurements in this right ventricular channel. At this time, no changes have been performed. This lead remains in service. No adverse patient effects were reported.